Manufacturer narrative:
Complaint confirmed. Two unpackaged peek implants and associated suture constructs from ar-1938phs devices were received for investigation. Visual inspection identified that one implant broke between the third and fourth thread, while the second broke between the fourth and fifth thread of the peek implant. Fraying was visible at the proximal ends of the remainders of both suture constructs. The method used to prepare the bone was not recorded. It was identified that the surgeon did not notice that the bone was harder than normal. The root cause of the event remains undetermined. Potential most likely causes can be contributed to improper bone preparation and user applied mechanical forces to the suturetaks during insertion. Without return of the suturetak inserters, no further analysis can be conducted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hip labral suturing procedure five devices broke during the insertion into the bone. All broken pieces were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.